Event description:
It was reported that during removal of a plate two ozark screwdrivers became broken and unusable at the tip. This report captures the second screwdriver.

Manufacturer narrative:
Visual inspection was performed. The tip of the driver is fractured. All points of the hexalobe are highly rotated just proximal to the fracture. Complaint history records were reviewed for this catalog number, no adverse trends were identified. It was reported via follow up communication that the or team could not remove a femoral plate. So they suggested using the ozark drivers. The drivers were damaged as they were used off-label on a different system that is not compatible with ozark drivers. The brand and femoral plate type is unknown. The most likely root cause was determined to be off-label use of the drivers to remove femoral plate screws. Ozark drivers are intended for ozark acdf screws only.

Event description:
It was reported that during removal of a plate two ozark screwdrivers became broken and unusable at the tip. This report captures the second screwdriver.